Event description:
The quality of dexcom g6 and treating type 1 diabetes is terrible. Used to before transmitters and sensors would last a long time. Now they last five-seven days and fail constantly. Dexcom needs to be looked into for faulty failures and inadequacies.